Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was being implanted with a left ventricular assist device. Bleeding occurred during implant. Then the lvad came out of the tie-banded sewing ring and blood pressure was lost. The lvad was stopped and restarted once in place, but nearly all blood volume was lost and could not be recovered. Attempts to resuscitate pt were unsuccessful. The pt expired.